Event description:
During an atrial fibrillation ablation procedure, a leak occurred. Noise was noted on the signals of electrodes 3 and 4. The catheter continued to ablate and display force without difficulty for 30-45 minutes and then the generator displayed a temperature of 15 degrees and would not ablate. The catheter was disconnected from the system and, fluid was noted all around the system and on the bed. Another catheter was used to continue the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The device met specifications for electrical testing and temperature testing. A leak was noted in the adhesive between the irrigation tube and the proximal tube inside the luer lock, consistent with the fluid around the tactisys reported. Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an interruption of the curing process, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the noise, temperature and ablation issues reported.